Event description:
While wearing the external equipment, the patient reportedly experienced pain and intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. Testing performed confirmed out of range impedances on all electrodes. A decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.